Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient's family member no longer noted voice alteration with stimulation since 2002. Lead break is suspected although a chest x-ray did not reveal any discontinuities in the ncp system. Physician does not plan any action at this time since the patient had been seizure-free since may 2002 even with decreases in their drug regimen.